Event description:
Add'l info was requested. The following was received: the procedure is unk. The piece was found and the surgeon feels it would be more traumatic for the pt to have a re-op than to leave the piece in. There was no change in the pt's hospital care and the pt was discharged; pt is doing well. The hospital will not release the device, but pictures are available. Sales rep followed up with the contact: I was able to take pictures of the trocar involved in the incident. I was also able to confirm that this was a new, non-reprocessed device. Please note, the account does use reprocessed energized devices; however, it is unk if an energized product was used in this case. Add'l info from user facility report: during procedure, a small 2 mm curved piece of plastic at the end of the trocar broke off in the pt. Two surgeons and a resident attempted to find the piece laparoscopically and with irrigation fluid, but without success. Pt's vital signs remained stable throughout.

Manufacturer narrative:
(B)(4). Pictures showed a melted sleeve. Add'l info from user facility report: date of report: (B)(4) 2010., manufacture address.: ethicon - endo-surgery (B)(4).